Manufacturer narrative:
This device has been received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, closing with a 6/7f mynx control vascular closure device (vcd) failed because the sealant was out of the skin. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, closing with a 6f/7f mynx control vascular closure device (vcd) failed because the sealant was out of the skin. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that both button #1 and button #2 were fully depressed with the clock symbol visible in the tension indicator window and the balloon completely withdrawn inside the tamp tube. The syringe was not connected to the device, and the stopcock was set to the open position. The procedural sheath was not returned for analysis, nor was the sealant. No damages or anomalies were observed on the returned device, and no other outstanding details were noted. A simulated deployment test was not performed on the returned device per the mynx control instructions for use (IFU) because the unit was returned fully deployed with the balloon completely withdrawn into the tamp tube. To perform the functional test, the unit must be in its manufactured position to simulate the deployment process. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out of the skin, especially since both buttons were fully depressed with no anomalies noted. However, patient factors (if the patient had a shallow vessel depth) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.